Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module will be replaced to address the issue. The system board, fi02 cable, and air foam inlet filter will also be replaced, however are not related to the malfunction/issue.